Manufacturer narrative:
The lot number is unk. If the sample is returned, a failure investigation will be performed. No analysis or conclusion can be drawn without the device or the lot number.

Event description:
A covidien representative in (B)(4) received a report that a customer stated a leak was found in the cuff of the pt's tracheostomy tube after intubation. The pt required re cannulation and was later discharged.